Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative evaluated the unit and was unable to reproduce/verify the complaint. Thus no root cause was determined.

Event description:
The customer reported the unit stopped oscillating during patient cares(bath/suctioning due to secretion build up) a continous audible alarm was present. The customer attempted restarting the oscillator but was unable the patient was placed on another unit no patient harm noted.